Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV cannula with bd vialon¿ biomaterial contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: (B)(4) representative samples were received in sealed package. All the samples were subjected to visual inspection. No fm or other abnormalities was observed. However, thicker lube was observed on cannula tip for some of the samples. All samples were subjected to penetration test. Test results showed that both penetration force and drag force were within specifications. No abnormalities was observed on the samples and samples passed the penetration test. A review of the device history record revealed no irregularities during the manufacture of the reported lot #.

Event description:
It was reported that bd insyte¿ IV cannula with bd vialon¿ biomaterial contained foreign matter. No serious injury or medical intervention was reported.